Event description:
(B)(6) 2014 - no injury alleged. Malfunction allegedper provider, 4-way valve not shifting, causing shut down. MDR filed. Additional reportable malfunction for this device; prid (B)(4) - unit alarms.